Event description:
Same case as 2134265-2014-06771, 2134265-2014-06773, 2134265-2014-06823 and 2134265-2014-06825. It was reported that automatic pullback failure occurred. During a procedure to diagnose an unknown target lesion, the motor drive unit was not pulling back correctly. It appears that the way the catheters seats in the mdu is not aligned with the sled, thus causing friction during pullback. Lab technician reported that the two catheters would not image initially, appeared slightly bent and were difficult to connect to the mdu. No error codes were observed with the capital equipment. She further reports that the catheters are not double clicking smoothly and was able to image manually. Replacement of the catheter and mdu did not resolve the issue. The procedure was completed with a different device. No patient complications reported and the patients' condition is unknown.

Event description:
Same case as 2134265-2014-06771, 2134265-2014-06773, 2134265-2014-06823 and 2134265-2014-06825. It was reported that automatic pullback failure occurred. During a procedure to diagnose an unknown target lesion, the motor drive unit was not pulling back correctly. It appears that the way the catheters seats in the mdu is not aligned with the sled, thus causing friction during pullback. Lab technician reported that the two catheters would not image initially, appeared slightly bent and were difficult to connect to the mdu. No error codes were observed with the capital equipment. She further reports that the catheters are not double clicking smoothly and was able to image manually. Replacement of the catheter and mdu did not resolve the issue. The procedure was completed with a different device. No patient complications reported and the patients' condition is unknown.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed a kink in the sheath assembly at 50.7 cm from femoral marker to the distal end. No adhesive was observed on the pin side of the ccp board. The ccp (catheter code pcba) board and pins appeared normal and a good click sound was heard during insertion into the motor drive unit (mdu) system. The unit was correctly recognized by the imaging system when plugged into the mdu during functional testing. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 19.0 mm. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).